Manufacturer narrative:
Date sent to the FDA: 1/6/2022. Additional b5 narrative: it was reported that the patient had recurrent incisional hernia and adhesions. The patient underwent revision of mesh on (B)(6) 2020.

Manufacturer narrative:
Date sent to FDA: 3/28/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced limited to severe pain, and inflammation. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate file. No additional information was provided.